Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-440a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap does not show signs of detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber defected" at 109,184 joules and 16:58 minutes of usage. The fiber was exchanged and the procedure completed. The first fiber was cleaned during the procedure. Patient outcome: no injury to the patient was reported.